Event description:
In 3/2004 the pt called lfs alleging that their one touch ultra meter would not power on. Pt reported feeling sweaty and shaky during the time of concern; however, no attempt was made to test their blood glucose level with the reported meter. Pt had last tested with the meter a week earlier. Pt decided to contact their physician and was advised to eat food and drink orange juice. Pt had tested on another meter; however, pt could not recall the result or the type of meter. The pt neither alleged harm nor experienced injury or medical intervention due to the meter. The customer service representative walked pt through troubleshooting. The meter would not power on when a test strip was inserted into the test strip port. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.